Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the air/water channel of the subject device tested positive for the unspecified microbes(1cfu / ml). After reprocessing at (B)(4), the subject device was sent to a third party laboratory again for additional microbiological testing. As a result of the additional test, no microbe was detected from the subject device. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed about a potential patient infection with klebsiella pneumoniae carbapenemase where the patient had also undergone an ercp procedure using the subject device. However, it is unclear whether the reported infection was caused by the procedure using the subject device or already existing before this procedure. The patient's condition is currently unknown. Olympus (B)(4) contacted the user facility several times, to understand the link between the subject device and the patient. The hospital reported that it is presently unclear where the infection comes from and has started its own investigations to find the root cause. The user facility reported that there was no reprocessing deviation confirmed. Omsc was also informed that during a periodically microbiological testing by the user facility the following microbes were found on the subject device. Klebsiella pneumoniae carbapenemase (the number of microbe is unknown). Pseudomonas aeruginosa (the number of microbe is unknown). Citrobacter freundii (the number of microbe is unknown). The user reprocessed the device with a non-olympus automated endoscope reprocessor, medivator isa (cantel medical), using non-olympus chemicals, the isacleany detergent solution and the idaspor a&b disinfectant solution.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. (B)(4) evaluated the subject device and confirmed that the there were scratches and dents in the distal end cover and the some of light guide fibers were broken. No other abnormality was observed. As a result, it was decided that the subject device needed to be repaired. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.